Event description:
Thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced asystole that required cardiopulmonary resuscitation (CPR). After protamine was administered to the patient, after the procedure, asystole was noticed on the anesthesia elektrokardiogramm (EKG) and blood pressure monitors. Eventually, the patient went into pea (pulseless electrical activity.) The patient's blood pressure then dropped. Chest compressions were then administered to the patient. Normal sinus rhythm was restored to the patient. The soundstar catheter was re-inserted into the body. No effusions were present on the ultrasound system. Additional information was received. Per the physician, the adverse event was most likely caused by an adverse reaction to protamine. The patient fully recovered with no residual effects. No extended hospitalization was required.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).